Event description:
It was reported the pt experienced nausea with abdominal distention and post op pain shortly after the system was implanted in 2007. The hcp reported the issue was post op vomiting. The issue resolved, but recurred in 2008 after a reprogramming session. Add'l symptoms included shocking and jolting and a "warm/hot feeling on the inside and clammy on the outside". CT scans, x-rays, and blood work tests all came back "normal". The following month, the pt went to the emergency room where the hcp determined the symptoms were due to irritable bowel syndrome and not device related. The pt continues to report nausea in addition to blurred vision, bad headaches, itchy spots on arms, and "can't hold any food down". No outcome was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.